Manufacturer narrative:
The field service representative (fsr) verified the reported issue. She replaced the occlusion retaining ring and greased the occlusion knob. The unit operated to the manufacturer's specifications.

Event description:
Prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the occlusion knob could not be moved and the occlusion retaining ring was partially popped off. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.